Event description:
It was reported that the pt felt shocking, jolting, and overstimulation in her chest when she used the programmer to turn up her amplitude. The pt felt the pain all over her body. The pt was about 8 feet away from her tv and other electronics when she turned the implantable neurostimulator (ins) on. There were no known accidents or incidents related to this complaint. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).